Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, as the mapping catheter was used as a guidewire, it was inserted deeply into the right inferior pulmonary vein (ripv). Upon attempting to remove the mapping catheter, the tip part of the ring was stuck inside the pulmonary vein. It took several minutes to pull the mapping catheter, and after several attempts, the mapping catheter failed to be removed. The catheter was then pulled with significant force, and it was noted that the mapping catheter was completely fractured. A competitor catheter was then used to retrieve the mapping catheter, and retrieval was successfully completed. The case proceeded and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter was returned and analyzed. Visual inspection of the reported mapping catheter 990063-015 lot number 213027487 showed its loop was detached, however, all electrodes were intact. Additionally, the shaft of the reported mapping catheter was twisted, and it was suspected that the rotation of the catheter caused the loop detachment. In conclusion, the reported issue of damage of the mapping catheter due to the loop of the mapping catheter being detached was confirmed through product testing. The reported mapping catheter failed the returned product inspection due to the loop detachment and twisted shaft. If information is provided in the future, a supplemental report will be issued.